Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in review which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 was failed and it was causing the whole station not to boot up. No led indicators present on any drawer controller boards or the main pyxibus board on drawer. A field service engineer replaced the affected drawer controller boards and the main pyxibus board. Restored power and verified light emitting diode (led) indicators and system communication. Issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was not on bus. The customer had to unplug the device from back in order to shut it down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.